Event description:
It was reported that a patient underwent total cystectomy and a drain was placed under skin on (B)(6) 2011. On the next day after surgery, it was found that the drain might be clogged. After the drain was removed, the patient's fluid drained from the insertion site. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device attached to a reservoir was returned for evaluation. The fluted part was put into a bowl filled with water and the reservoirs were activated. The reservoir attached to the 15fr drain worked properly and started to be filled with water. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01626. The same patient is represented in each medwatch.